Manufacturer narrative:
A used (d) cartridge was returned in the opened pouch. Lens model, 24.0 is written on the pouch with a sticker with patient information. Viscoelastic is observed in the cartridge. The nozzle is cracked and split on the right side. The tip has heavy stress and is split on the right side. The cartridge has evidence it was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The provided associated products are qualified for use with the (d) cartridge. The root cause for the tip damage could not be determined. The returned used (d) cartridge nozzle is cracked and split on the right side. The tip has heavy stress and is split on the right side. The damage to the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: cartridge product history records were reviewed and documentation indicates the product met release criteria. The lens product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported while implanting an intraocular lens (iol), the cartridge tip split. Surgery was completed using backup devices and there is no reported patient harm. Additional information was requested.